Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (96 mcg/day) intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient's pump was refilled. The hcp changed the drug concentration from 2000mcg/ml to 1000 mcg/ml and programmed a bridge bolus. After he updated the pump, he realized he had programmed the simple continuous dose in error; the drug concentration was entered as the old drug desired dose. The simple continuous dose was supposed to be 75 mcg/day and he had programmed 999.3 mcg/day. The programming error resulted in an overdose. He corrected that and updated the pump a second time. The patient became suddenly sedated and was hospitalized on (B)(6) 2015. It had been 24 hours since the bridge programming. In checking the pump status, the bridge bolus was completed. The previous programming was checked and the hcp had entered an old drug desired dose of 2000 mcg/day instead of the 96 mcg/day, bolus dose of 1004.8 mcg, and duration of 12 hours, 4 minutes, however duration should have been 251 hours, 12 minutes. The hcp thought that by updating the simple continuous dose that he had corrected the bridge bolus. The hcp did not cancel the initial bridge bolus and that infused over the 12 hours, 4 minutes. As of (B)(6) 2015, the patient status was improving and he was responding. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's medical history included lactose intolerance, multiple sclerosis with spasticity. The patient's concomitant medications included baclofen, buproprion and gabapentin. The pump was examined on (B)(6) 2015 and was delivering baclofen 1000 mcg/ml 75.4 mcg/day. The pump was updated on (B)(6) 2015 to increase the daily dose 9% to deliver 82.1 mcg/day.